Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the lead exhibited low impedance when the helix was extended and loss of capture and sensing. The lead was removed and a new lead was placed successfully. No additional information was available.

Event description:
New information states that the patient's condition during and after procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.